Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
An event was received through the edwards lifesciences (B)(4) implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 12 years (146.37 months) and was replaced by a valve. The reason for explant was not provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The device does meet specification for the reported condition. The assignable cause was faulty phm (pumphead module). The phm was replaced.

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. During product evaluation, it was determined that the event occurred during delivery. There was no report of patient injury or medical intervention associated with this report. No additional information is available.the user interface module master software version for this device is 5.09.90, categorized as remediated.